Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic ventral hernia repair with mesh. She had revision surgery 11 months post-surgery. The patient experienced surgical revision, severe adhesions, recurrent hernia.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome of an incisional hernia. Product was used for therapeutic treatment. The patient underwent a laparoscopic ventral hernia repair with mesh. She had revision surgery 11 months post-surgery. The patient experienced surgical revision, severe adhesions, recurrent hernia.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Concomitant medical products: (lot#: n4g1080ux), sym12 stex rnd 12 cm x1 (lot#: pof0789x). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. The patient underwent a laparoscopic ventral hernia repair with mesh. It was reported that after implant, the patient experienced severe adhesions, abdominal pain, and hernia recurrence. Post-operative patient treatment included surgical revision.